Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2015 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2015 product type lead. This supplemental report was submitted due to information received in medwatch report# mw5146616. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had abandoned electrodes in their back and their quality of life was dramatically changed. The patient noted that no doctor would repair or treat their symptoms; they refused to "respond to test or repeated requests to help.".

Event description:
Additional information was received from the patient (pt). The pt provided hcp information. Pt reported the manufacturer had incorrect info, and they report all test-surgeries, ER, before and after they put it in their file. Pt reported that after they were implanted, there was a delay before turning the device on. On the day the device was turned on, it was turned off because pt had trouble breathing. It stayed in for 1 year and pt was in pain from then on. Bp (blood pressure) was low (41/70) and now it is high (209/104). When pt had MRI, their hcp only looked at organs, and everyone who did a test failed to look at the implanted pain pump and stimulator. Patient said the hcp reported the lump was a foreign object. The infection has not been resolved. No actions or interventions have taken place. The issue has not been resolved, the pt will be looking into getting help and has collected their medical records and done research. Weight was asked, but reported as unknown. On (B)(6) 2023 the patient (pt) reported they have a scar where the hcp removed the battery. The hcp report says wound, not surgery. The pt reported they noticed the pain right away with the stimulator. Pt had an x-ray, CT, and soft tissue ultrasound. Pt reported the electrodes are not attached to anything (taken as leads are still implanted, which patient previously reported). Pt reported there is fluid in their back, and a "non-specific artifact". Pt reported the hcp told them that "he knows he took it all out." Pt reported they are declining fast. Pt is not certain on the disposition of the ins.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are in a lot of pain but stated that the ins and leads have been removed. Pt stated they have been in pain since the items were removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an implantable neurostimulator (ins). The reason for call, was caller stated, that their spinal cord stimulator was removed. But recently, they have been in a lot of pain. And even went to the emergency room and had MRI, CT, and soft tissue ultrasound which all came back clear. Caller stated, that they feel a lump on their back, but keep being told it was nothing. Caller stated, that they finally, just found out that their leads are still implanted. And it's causing them excruciating pain. Caller stated, they're trying to find someone who can take the leads out. As they thought, they had been removed all along. Caller thought, the implant and leads were removed, but recently found out the leads were still implanted. Caller noted, that they had gotten a mrsa infection after the removal. Pt re-reported the stimulator is causing pain. And they think its related to the leads. Upon further review, agent did not ask when pain symptoms began. Agent reviewed information with patient. Patient asked about registered information. And requested a summary. Agent sent request to device registration. Agent sent patient physician listings. And redirected patient to a healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.